Manufacturer narrative:
(B)(4). The information available in the complaint file, the device instructions for use (IFU), provided imaging, and complaint history were reviewed as part of the investigation. The returned imaging in this case was assessed by an expert reviewer, who concluded that the device was displaced 1 5 vertebral bodies after deployment. There was no imaging provided of this particular sequence of the deployment in this case, and it may be possible that the user was not watching the under imaging at the time of docking of the top cap and caught the gray positioner on the deployed stent graft. Both anatomical angulation and sizing guidelines are clearly defined within the product lines' IFU as well as guidance to the user in the event difficulty is encountered during the top cap docking sequence. Without additional information a definitive root cause can not be determined or reported at this time. There is no evidence to suggest that the device was not manufactured to specification. The product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of the resistance, vessel or catheter damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or if calcified or tortuous vessels." "1 1 1 10 docking of top cap:loosen the pin vise (fig 22); secure sheath and inner cannula to avoid any movement of these components; advance the gray positioner over the inner cannula until it docks with the dop cap (figs. 23, 24 and 25 ). Note: if resistance occurs, slightly rotate gray positioner and continue to gently advance; retighten the pin vise and withdraw the entire top cap and gray positioner through the graft and through the sheath by pulling on the inner cannula. Leave the sheath and wire guide in place." Cook will continue to monitor for similar complaints and notify the appropriate internal personnel.

Event description:
A (B)(6) male underwent an evar on (B)(6) 2014. A zenith flex main body (1820334-2015-00038) was placed by the physician with no issues. The contralateral gate was access and amplatz wire placed. The zenith iliac leg graft with spiral-technology was inserted and resistance was met. The wire was repositioned twice and attempted two more times. The decision was made to retrieve the top cap from ipsilateral side. The trigger wire was released and grey positioner was advanced. Halfway up, the entire graft moved up encroaching on right renal and sma. A coda balloon was inserted on the contralateral side and the graft was pulled down and straightened. The physician proceeded with a third attempt to insert a new zenith iliac leg graft with sapiral-z technology (1820334-2015-00054), but was unable to fully insert. The decision was made to bridge the gap with an icast covered stent. Several attempts was made with the wire and catheter to cannulate the sma and right renal artery that were covered with no success. Finally the zenith iliac leg graft was placed in the ipsilateral side. The graft was ballooned with a coda and a final angio was performed. The sma was occluded and partial right renal. The physician performed a laparotomy and did a retrograde stent in the mesenteric and bypassed the right renal. This was performed after the stent was deployed. The left renal was intentionally covered. The patient is currently intubated and on dialysis.

Event description:
A (B)(6) male underwent an evar on (B)(6) 2014. A zenith flex main body (1820334-2015-00038) was placed by the physician with no issues. The contralateral gate was access and amplatz wire placed. The zenith iliac leg graft with spiral-z technology was inserted and resistance was met. The wire was repositioned twice and attempted two more times. The decision was made to retrieve the top cap from ipsilateral side. The trigger wire was released and grey positioner was advanced. Halfway up, the entire graft moved up encroaching on right renal and sma. A coda balloon was inserted on the contralateral side and the graft was pulled down and straightened. The physician proceeded with a third attempt to insert a new zenith iliac leg graft with spiral-z technology (1820334-2015-00054), but was unable to fully insert. The decision was made to bridge the gap with an icast covered stent. Several attempts were made with the wire and catheter to cannulate the sma and right renal artery that were covered with no success. Finally the zenith iliac leg graft was placed in the ipsilateral side. The graft was ballooned with a coda and a final angio was performed. The sma was occluded and partial right renal. The physician performed a laparotomy and did a retrograde stent in the mesenteric and bypassed the right renal. This was performed after the stent was deployed. The left renal was intentionally covered. The patient is currently intubated and on dialysis.

Manufacturer narrative:
(B)(4) . The event is currently under investigation.